Event description:
The patient reported that today the needle button popped out before she removed the v-go, patient mentioned this has happened before. The v-go in question were not available for collection since the patient already discarded them.